Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and failed due to usb pin(s) from j3 are damaged. Pictures were taken. The log was not downloaded and reviewed finding no errors related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j3 are damaged. Receiver charges and boot up: failed due to usb pin(s) from j3 are damaged. Receiver download retrieved and attached: failed due to usb pin(s) from j3 are damaged. Functional test: due to cannot perform functional test due to receiver could not boot up and\or communicate with tester. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.